Manufacturer narrative:
Product analysis: the complaint could not be confirmed. No issues were identified during analysis. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg was returned for service: 2019-01-17.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not stimulate. The epg is expected to be returned for service. There was no patient involvement.